Manufacturer narrative:
The customer contacted the customer care center (ccc). The customer stated quality controls (qc) was a non- issue and that monthly maintenance of the instrument were performed on the night the event occurred. A ccc specialist checked the sample probe, the reagent probes 1 and 2 and found no issue. A siemens headquarter support center (hsc) specialist inquired about sample handling since the first outlier was consistent with specimen integrity issue. The hsc specialist discovered that the customer is spinning tubes for 6 minutes at 4200 revolution per minute (rpm). Hsc recommended that the customer spin the samples as per the tube manufacturer's recommendations which are 10 minutes or more at the appropriate g force. The cause of the customer not following the tube vendors recommendations is failure to follow instructions. Hsc concluded that the event is consistent with a sample integrity issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was flagged "abnormal assay" and was not reported to the physician(s) in accordance with the instrument's operator's guide, which states that results flagged with abnormal assay errors should not be reported. The sample was repeated on the same instrument, resulting similar to the initial result and was reported to the physician(s). The patient was redrawn 4 hours later, resulting lower. The original sample was then repeated twice on the same instrument, resulting lower and matching the redraw result. The customer then repeated the redraw sample, resulting the same as the original sample repeats. A corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.